Event description:
Was on k-thermia blanket set at 40 celcius beneath a jelly roll on operating room table. When pt reached sisu, reddened area 9" x 6" from shoulder to back noted. Area described as burn. Clinician uncertain as to cause. Device inspected in clinical engineering where it met MFR's specifications.